Event description:
A farawave catheter was used during the procedure to treat atrial fibrillation (a fib). It was reported that multiple '303 arc detect failure' errors occurred. This prompted the physician to remove the catheter from the body. When they tested the catheter, the guidewire was observed to be stuck and would not move forward or back. They noted that the stuck guidewire occurred while the catheter was inserted inside the patient; however, no tissue was seen at the tip of the catheter or guidewire. The catheter and guidewire were replaced, and procedure was completed successfully without patient complications.the farawave catheter was received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the flower configuration. Continuity electrical testing was successful. Neither the reported signal issue nor stuck guidewire were confirmed through analysis.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
A farawave catheter was used during the procedure to treat atrial fibrillation (a fib). It was reported that multiple '303 arc detect failure' errors occurred. This prompted the physician to remove the catheter from the body. When they tested the catheter, the guidewire was observed to be stuck and would not move forward or back. They noted that the stuck guidewire occurred while the catheter was inserted inside the patient; however, no tissue was seen at the tip of the catheter or guidewire. The catheter and guidewire were replaced, and procedure was completed successfully without patient complications. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.